Manufacturer narrative:
(B)(4).

Event description:
Customer reported ink was leaking into cap prior to opening. When cap was removed ink spilled out into patient's eye. Eye was cleaned with water. Patient reported pain but recovered.